Manufacturer narrative:
The subject scope was returned to the service center (oci). The service group found the biopsy port mesh was loose and the biopsy port has deep/sharp scratches. Additionally, the bending section cover and adhesives were third party repair/parts. The objective lens at the distal end cover was chipped with peeling adhesive. The control body grip has deep sharp scratches and the up/down angulations are below specifications. A review of the repair records indicate the scope was last repaired on (B)(6) 2020 for bending section cover issue. The scope is pending repair authorization from the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: prohibition of improper repair and modification - this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage can result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.

Event description:
The user facility reported, during preparation for use of a diagnostic procedure the evis exera ii ultrasonic broncho-fiber videoscope's rubber portion on the instrument channel port was noted to be lifted. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct data on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus cannot guarantee the device as there is evidence that a third party agency was involved in the repair and remodeling of the equipment concerned. The phenomenon can be attributed to the handling of the product, including the involvement of a third-party organization.